Event description:
It was reported to gore that a physician attempted percutaneous removal of a gore viabil biliary endoprosthesis by grasping the duodenal end with forceps that had been passed through the lumen of the device. During the attempted removal, the device became inverted, collapsed on itself and removal was unsuccessful. The device remains in the biliary tract and the flow of bile has become occluded. An external drain has been placed and the pt is reported to be doing well.

Manufacturer narrative:
It should be noted that the gore viabil biliary endoprosthesis is not indicated for removal in the treatment of biliary strictures. Gore has provided the physician with potential options to successfully remove the device. All info has been made available for tracking and trending.